Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, one resolute onyx des was implanted in the lad, and one resolute onyx des was implanted in the ob marg. Approximately 28 days post index procedure, patient suffered from pulmonary embolism. Event was treated with ECG, CT, ab therapy and medication. Investigator assessed that the event was not related to index device or antiplatelets medication. Sponsor assessed that the event was possibly related to index device. Patient is recovered.